Event description:
Customer reported that the nurse call was not working. Customer stated that this is the older design and will need the main board replacement. The unit alarmed but did not alarm at the remote alarm. The customer reported that the device was in use for therapy. There was no harm to the patient or user.

Manufacturer narrative:
Failure investigation (fi) lab received the main pcb for evaluation. Visual inspection of the returned main pcb revealed evidence of a broken solder pin connections on the cn2 pins 1 and 3. Fi technician installed the main pcb into the fi test ventilator and performed a remote alarm test. The remote alarm failed to alarm remotely during an alarmed condition. Fi technician re-soldered the broken pins 1 and 3; re-tested and passed the alarm test. Broken solder connections at cn2 pins 1 and 3 caused the remote alarm port not to function properly. Root cause for the reported issue is due broken connections at cn2 pins 1 and 3.